Event description:
Pt was found in cardiac arrest. King lts-d airway was inserted during resuscitation attempts. Pt pronounced dead in the field and transported to the medical examiner's office for post mortem examination. Medical examiner notified milwaukee county ems that king lts-d airway was found to be folded in half in pt's airway.